Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI)#, manufacture date, and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number: 3005099803-2024-05541 for the spyscope ds ii access & delivery catheter for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during a standard cholangioscopy with ehl procedure for the treatment of stones on (B)(6) 2024. It was reported that the spyscope lost visualization and the loading screen appeared after 15 minutes of the procedure. The patient began to struggle under sedation before they could replace it with a new spyscope and they elected to temporise with stents and bring the patient back for a repeat procedure under general anesthesia. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.